Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. A customer observed a "replace sensor" message and was unable to obtain readings. The customer experienced symptoms of dry mouth, sweating, nausea, and had contact with a healthcare provider. A glucose reading of 400 mg/dl was obtained on hcp meter and customer received unspecified injection for treatment of hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. A customer observed a "replace sensor" message and was unable to obtain readings. The customer experienced symptoms of dry mouth, sweating, nausea, and had contact with a healthcare provider. A glucose reading of 400 mg/dl was obtained on hcp meter and customer received unspecified injection for treatment of hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event.